Manufacturer narrative:
Additional contact phone number - (B)(6). The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a tego¿ connector where the customer reported that the device ruptured when handled during the installation of the patient on hemodialysis. The event occurred during patient use, and no one was reported harmed as a result of this event.

Manufacturer narrative:
Note: the package was shipped and was marked as delivered; however, it could not be located within ICU medical¿s facility despite several searches. Investigation summary: although no photos or vides were shared, complaint can be confirmed based on failure mode description and device history record review, the probable cause is due to a to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Corrective and preventative actions are in progress.